Event description:
During an in clinic follow up, high pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. X-ray imaging was performed, however, no lead abnormalities could be confirmed. A microdislodgement was suspected. No intervention was performed at this time. The patient was stable and will continue to be monitored.